Event description:
It was reported that seven days post-implantation of the stent in the obtuse marginal vessel, the pt experienced chest pain. Angiography revealed a total occlusion of the vessel. Ptca was performed and the vessel was successfully re-opened. Reportedly, the pt is doing well.